Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was monitored, and had no audio beep anomaly was noted during testing. The pump passed the displacement and self tests. However, the pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was making a high pitched noise. It was also reported that the buttons on the insulin pump are unresponsive. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.